Event description:
Procedure type: unk. According to the reporter: when trocar was inserted into the pt a metal piece came off the device. The piece was recovered from the pt cavity. No pt injury was reported. No other info was available.

Manufacturer narrative:
.